Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fracture however shorting between conductor paths was noted due to the procedural damage to the lead. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Additional findings unrelated to the reported event were made. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath only with intact silicone insulation beneath proximal to the suture tie impression. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. During extraction the atrial lead dislodged from its position and was also removed. The leads were successfully replaced. The patient was stable and asymptomatic.